Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The patient¿s next refill was to occur on (B)(6) 2019. The refill kit was returned to the manufacturer for analysis. It was noted that the returned syringe contained preservative free saline.

Manufacturer narrative:
Concomitant medical products: product ID 8551 lot# 0061625854 product type accessory.

Event description:
Additional information was received from the device manufacturer representative indicated that the patient was able to be successfully refilled with no issues. No further complications have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2019-dec-03 regarding a patient receiving fentanyl (2000.0mcg/ml at 1504.0mcg/day) and bupivacaine (20.0mg/ml at 15.040mg/day) via an implanted infusion pump. The indications for use included non-malignant pain and failed back surgery syndrome. It was reported that during a pump refill the hcp was getting air back into the syringe when verifying needle placement. It was noted that some bubbles were seen with aspiration and they didn't think much of it until they noticed fluid dripping as well. They noticed there was a leak at the needle/extension tubing connection and the hcps could not fix it despite disconnecting and reconnecting. The next time they checked the needle placement with aspiration during the fill, only air was coming back. The hcp stopped and switched refill kits. The leaking refill kit was tested outside the body with saline and the same leakage issues were noted. All the drug was aspirated from the pump with the new refill kit (22ml) and it was noted that the amount aspirated was correct, but the hcp couldn't pull back air because the syringe was full. The hcp proceeded to fill the patient without problems until the last two ml, so the pump was filled with 38ml. The hcp was not sure if there was air introduced into the pump or if they were having an issue with collapsed bellows, but the hcp thought there might be some air in the pump as they had never had issues with this patient's refills before. The hcp was to check on the next refill. There were no noted environmental, external, or patient factors that may have led or contributed to the issue and the issue was considered resolved at the time of report. No surgical intervention occurred or was planned as a result of this event and the patient's status was alive - no injury. No further complications were reported or anticipated.